Manufacturer narrative:
Additional information: b3 (changed), b5, b7, d4 (serial number), g2, and h10. B5: the patient required a magnetic resonance imaging (MRI) of the spine. The patient was on 1.5 (maximum dose) of dexmedetomidine due to agitation. The night nurse attempted for two hours to sedate the patient to no avail. The MRI was ultimately aborted. Upon hand off of the patient, the dexmedetomidine was turned off for a neuro exam; that is when the nurse noted the dexmedetomidine bag appeared ¿fairly full¿. While the pump reported ¿the volume to be infused still had 52.9 ml remaining, the measured volume of the dexmedetomidine bag was almost 90 ml¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts to obtain additional information have been made; however, no further information was able to be acquired. The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq pump under infused and a patient wasn't adequately medicated. Patient required a magnetic resonance imaging (MRI). The patient needed to be sedated for two to three hours for the MRI. The patient was receiving a ¿1.5% dex¿ (assumed to mean dexmedetomidine) infusion in a 100ml bag; however, they were unable to stay still enough for the imaging to be performed. The pump displayed the volume delivered was 47ml, with 52.9ml remaining in the bag. However, when the clinician went to empty the bag, 90 ml of fluid was remaining. It was further reported the patient is now intubated. Although the sequence of events leading to intubation is unclear at this time, it is currently understood that the patient deteriorated because of the under-infusion and required intubation. No further information was available at the time of this report.